Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. It was reported that upon review of the rv lead, this has been a gradual increase in shock impedance measurements overtime. Technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). At this time, the device remains in service. No adverse patient effects were reported.